Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/alarming/red light/alarm will not function . The key failure is the manifold valve is not shifting.